Manufacturer narrative:
H6 - investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 -16.5/1.5/115 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an -16.5/1.5/180 (sphere/cylinder/axis)implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced lens rotation not associated to low vault. The lens remains implanted. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.